Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample two tears (a and b) were observed on the anterior aspect measuring approximately 0.5 cm and 0.4 cm respectively. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover a device failure that be could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and was not feeling well. Patient thinks explanted devices were ruptured (not opinion of health care professional). Per physician, the devices were intact and might have been punctured at the time of surgery. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.